Manufacturer narrative:
Initial emdr is being re-submitted per request of FDA on 23-apr-2021. Reported to the FDA on 23-sep-2015. On 08-jan-2016, the following correction was identified: the report submitted on 23-sep-2015, with the patient identifier of (B)(6) had the incorrect manufacturer report number listed (2518417-2015-30132). The correct manufacturer report number should have been 1049092-2015-30132. Reported to the FDA on 14-jan-2016. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4)

Event description:
The medical equipment company technician/representative reported that the dressing was stuck in a wound.